Manufacturer narrative:
The brt evaluated the device. It was determined that the therapy port is due to the plastic thread being worn and unable to hold, so the connector rotates and does not stay in place when the paddles are connected. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was a malfunction of the therapy receptacle. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The customer replaced the therapy receptacle to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the device efficia dfm100 indicating that device therapy port has very worn out and rotates, it does not maintain the fixed position. Additional information has been requested. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.